Event description:
It was reported that the control module received error l4-004 during initialization. A second probe was tried with no sucess. The power was cycled twice and the same error code persisted. The case was then aborted.